Event description:
The pt's family member called to report that the suspect device had been reading high and they have therefore increased pt's insulin dosage. The suspect device result was in the 400 mg/dl and extra insulin was administered. Pt later passed out. Pt's family member gave pt a glucogon shot and called 911. Emt's arrived and used their meter to test pt's blood glucose and obtained a reading of 40 mg/dl. Pt was given an IV and transported to the hospital. Glucose control solutions were not used on the system. The pt's family member stated that pt's finger is cleaned with alcohol and then with a "blue spray". The suspect device was replaced and authorized for return to the MFR for evaluation.